Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable crep2 creatinine plus ver.2 result for two patient samples. Of the data provided, only the results for one sample were discrepant and reported outside the laboratory. The initial result was 138 umol/l and was reported outside the laboratory. The physician didn't believe this result. A new sample was drawn and the result was 87 umol/l and on 08/16/2016 the result was 86 umol/l. On (B)(6) 2016, the original sample was repeated and the result was 88 umol/l. The patient was not adversely affected. The reagent lot number was 171902 with an expiration date of 04/30/2017. The field service representative cleaned the sample probe, corrected an issue with the wash station probe, and after the problem was still present, he changed the sample probe and seal. Precision testing was performed which was acceptable. A general reagent problem could be ruled out as calibration and qc were acceptable. The provided analyzer alarms and sample reaction kinetics indicated a pipetting problem.